Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the user interface and system controller pcb assemblies as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, the device lost power. The customer indicated that they attempted to restore power to the device, however the device would not move past a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. The biomedical engineer stated that no further information about the patient or the event was available.